Manufacturer narrative:
The ge service rep confirmed that images in case are dark when using digital spot. He spoke with x-ray tech about how they capture digital spot images and found a problem with how digital spot is used. The rep was able to get additional training for the department.

Event description:
The customer reported the digital spot images are dark. No patient injury was reported.